Event description:
It was reported that when the dependent patient was admitted for unrelated medical reasons, intermittent oversensing was noted via telemetry. The patient was asymptomatic. Programming changes did not solve the problem. Pocket manipulation and isometrics did not create any noise. Further programming changes were made and the patient will be followed normally.

Manufacturer narrative:
(B)(4).